Manufacturer narrative:
Asr / psr date submitted : 04/25/2014. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain.

Event description:
Patient reported having had left side "severe breast pain." No treatment or surgical reoperation has occurred. Healthcare professional later reported "exchange of textured device due to patient's concern with product". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are ¿ anxiety-product/procedure: unable to observe. ¿ pain: unable to observe. As per the investigation procedure, deformation and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported having had left side "severe breast pain." No treatment or surgical reoperation has occurred. Healthcare professional later reported "exchange of textured device due to patient's concern with product". The device has been explanted.